Event description:
Subsequent to the initial medwatch report, analysis of the returned device indicates the soft tip was separated and was not returned with the device. No additional information is able to be obtained.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported resistance could not be replicated in a testing environment as it was based on operational circumstances. The returned device analysis revealed that the soft tip was separated and was not returned. The tip damage was confirmed. Based on visual inspection and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during an angioplasty procedure of an unspecified coronary vessel, a rx vision stent delivery system (sds) met resistance while advancing over an unspecified 0.014 mm guide wire. The sds was removed from the anatomy with some resistance. On visual inspection outside the anatomy, the tip of the sds was torn. Patient outcome was unknown. There was no adverse patient effect or clinically significant delay in procedure reported. No additional information was provided.